Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to recurrent prosthesis dislocation. Cup and liner are not microport components. Products not revised: profemur® roughened distal stem, tapered, ppw3-8021, lot: p0458395.1. Profemur® proximal body plasma spray, ppw3-80xx.